Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging the patient's onetouch delica lancing device was having an unknown issue. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue started on (B)(6) 2012 at 10pm. It is unknown if the patient was able to test her blood glucose regardless of the issue by using another lancing device or manually pricking. The reporter stated the patient uses a combination of medications including humalog on a sliding scale and "solastar" unknown dose. The reporter stated the patient made no changes to her usual diet, activity level or medications. The patient reported 5 hours after the alleged issue occurred she developed symptoms of "sweating, fatigue, feeling hot and weak." On (B)(6) 2012 at 3am, the reporter stated the patient measured her blood glucose on another device and obtained a reading of "42mg/dl." The reporter stated the patient self treatment on (B)(6) 2012 at 3am with something to eat or drink. At the time of troubleshooting, the cca determined the patient was using the incorrect lancets. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the reporter alleged due to the alleged issue the patient developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.